Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is scratched/marked-rejectable. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "noticed a mark on iol". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed scratch/mark on the optic would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a mark on an intraocular lens (iol). A backup lens was used to complete the procedure. Additional information was requested and received.